Event description:
It was reported by the customer that a pyxis medstation system half height drawer encountered an issue with a broken faceplate. The customer reported that a malfunction occurred while the user was attempting to administer medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue originated from the broken front fascia cover. The field service engineer replaced front fascia cover to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.